Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored two episodes where anti-tachycardia pacing (atp) accelerated the patient's rhythm, and a subsequent shock successfully converted what appeared to be ventricular tachycardia (vt). This crt-d remains in service. No additional adverse patient effects were reported.